Event description:
Pharmacist called to report of three incidents of leaks occurring in home care setting during rocephin infusion. All 3 incidents occurred at 3 home sites with one nurse as witness. It was confirmed that there was no patient injury, as leakage was noted immediately. It was reported that the leakage was coming out of the end of the tubing where "perforations" were noted.